Event description:
It was reported that a patient underwent a breast surgery procedure on an unknown date and suture was used for intracutaneous suturing. The patient developed a post operative fistula and the sutures extruded. Additional information was requested.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion - inspection of the integrity of eight received sterile foils meets requirements.